Event description:
It was reported when the internal neurostimulator (ins) was turned on the stimulation was intermittent. The patient stated the stimulation was not "steady" like her previous system. Additional information was requested by was not available at the time of this report.

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 74002, lot# n321681, implanted: (B)(6) 2012, product typ e:adapter. Product ID: 389233, lot# j0421718v, implanted: (B)(6) 2007, product type: lead. Product ID: 389233, lot# j0421718v, implanted: (B)(6) 2007, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4)